Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said she can't get it to work, but she fell. The patient said on (B)(6) she passed out and fell from her diabetes because her sugar was low. The patient said she felt like she was alright, but yesterday her hip started hurting real bad where the battery is on the other hip too, but does not hurt as much anymore. The patient said she was putting clothes in the washer and next thing she knew she was on the floor. The patient said she called the paramedics who took her sugar and it was down too. The patient also noted having a rotator cuff tear. The patient said the ins area is hurting real bad and the other hip, the only way she get relief is if she sits, but laying down is really what's best. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
H6. Codes have been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying the report of the patient not being able to ¿get it to work¿ and not getting relief unless they were sitting or lying down was due to the generator being at a confirmed end of life (eol), and it was indicated that it was not due to the fall. A replacement was being scheduled due to the device reaching its natural end of life. The patient¿s weight at the time of the event was asked but was not reported. Additional information was received from the patient on (B)(6), reporting that their implant stopped working which was confirmed with a manufacturer representative (rep) on (B)(6). They indicated that sitting was very painful and still was and that lying down was not painful. Surgery was requested to replace the implant and the patient was receiving epidural steroid shots until then along with oxycodone. The patient weighed 128 pounds at the time of the event. No further complications were reported/anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"